Manufacturer narrative:
Clarification to h10 related report numbers: mrn 9617229-2025-09961 relates to the initial diagnosis of alcl for this patient in 2016. This record relates to the relapsed alcl diagnosis in 2023. Clarification section d: no device was implanted at the time of alcl relapse. Article citation: madej, e., sovani, v., fernando, m., chen, z., & du, m. Q. (2025). Breast implant associated anaplastic large-cell lymphoma: a latent relapse as peritoneal and pleural effusion. Histopathology, 86(7), 1168¿1171. Continued e.1. Facility name: (B)(6). The events of "seroma-late" and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peritoneal and pleural effusion"; relapse of bia-alcl 7 years after device explant.

Event description:
Through journal article ¿breast implant associated anaplastic large-cell lymphoma: a latent relapse as peritoneal and pleural effusion¿, healthcare professional reported patient -- who was previously diagnosed with a case of localized bia-alcl, treated with device explant and capsulectomy, and remained disease-free for 7 years -- experienced relapse as peritoneal and pleural effusion. Patient presented with "tense ascites", confirmed by CT scan, which were drained. Cell clot preparation showed "large atypical cells" which displayed "uniform strong cd30 staining" and "negative for (...) Activin receptor-like kinase 1 (alk1)". Alk-negative alcl was diagnosed. The patient was treated with six¿cycles of brentuximab vedotin-cyclophosphamide-doxorubicin-prednisolone (bv-chp) and is currently in complete remission. No device was implanted at the time of alcl relapse. This record is for the patient's left breast.